Event description:
The report called regarding life 2000 ventilation system. The reporter mentioned the device was used on his mother for having long term covid who passed away on (B)(6) 2023. The device had many issues while in use and the caller did not get any positive response from the manufacturer. The device is returned to the manufacturer post demise of his mother. On (B)(6) 2024 he received a letter regarding the device to be faulty.